Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/27/2017 with the following findings: the display screen had a pinkish contrast. The cartridge compartment was damaged at the threads. Initial reporter: animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim, and the cartridge compartment was cracked. This report is made based on results of investigation completed on 08/27/2017.